Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was unknown meter reads high. Customer stated that her infusion set was leaking. Customer stated that she had nausea, sinus infection and was vomiting at the time of hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.